Manufacturer narrative:
The field service representative (fsr) determined the rsm barcode reader (a-30105582-01 bls# h552059-8) was the likely cause and replaced the part however, user error cannot be ruled out as possible likely cause. A review of the alinity c processing module, scm02271 service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity scm02271 service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of historical data for the part rsm barcode reader (a-30105582-01 bls# h552059-8) revealed no trends or systemic issues. A review of historical data for the alinity ci processing module did not identify any trends. The alinity ci-series operations manual provides troubleshooting information for the observed issue. The alinity ci-series scm service documentation addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement for the rsm barcode reader (a-30105582-01 bls# h552059-8). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the rsm barcode reader (a-30105582-01 bls# h552059-8).this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed reading incorrect sample identification on rack of 6 samples, correspond first tube with sixth tube, second tube identification with fifth tube, third tube identification with fourth tube after replacing new barcode reader on alinity ci processing module for multiple patients. There was no wrong patient result reported out of the laboratory. There was no reported impact to patient management.